Event description:
Md applied fixator to treat a fracture of the distal radius. Approx. Two weeks after application, pt returned to md's office with the proximal clamp cover loose which resulted in a loss of fracture reduction. The fixator was replaced.